Manufacturer narrative:
(B)(4).

Event description:
It was reported the spider 2 limb positioner arm dropped and would not hold. The procedure was completed by changing to another spider 2 limb positioner. There was no report of patient impact or delay of the procedure associated with this event.

Manufacturer narrative:
Device investigation narrative - one part number (B)(4), a positioner spider limb, was received for evaluation on (B)(6) 2016 and confirmed to be serial number (B)(4). A visual inspection discovered the lock of the quick connect female adapter for accessories is stuck in the locked position and the guard of the foot switch assembly is loose. Both sides of the guard are cracked. There are no indications for transport damage and the unit displayed signs of cosmetic wear including scratches and worn labels. A functional test revealed the pneumatics and hydraulics are working as normal. A load test was conducted and the unit passed. The complaint of ¿arm dropped¿ is not confirmed. The subject unit was released to distribution on or about (B)(6) 2010 and has been in service for over six years with no indication of being previously returned for service. The root cause of this event could not be determined with confidence but factors which could have contributed to the event inadvertent depressurization by utilizing the setup button, foot switch, or switch drape to depressurize the unit. It is recommended that the customer review the IFU for the proper use and operation of the device. No containment or corrective actions are recommended at this time. (B)(4).